Event description:
During a lap chole, the tip of grasper "bottom jaw" fell off in the abdominal cavity of pt. Discovered after extubation and dressing. Requiring re-tubation and opening of surgical sites to remove. Located by c-arm-x-ray, intra-operatively. Pt already taken to recovery-and they took them back to re-intubate and remove piece. At the time of the call the pt had not suffered any adverse effects as a result of the incident.